Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an approximately eight-week issue in which glucose data from the omnipod system uploaded to the cloud and appeared on the hospital¿s clinical platform but did not display in the family-sharing application used by family members. The agent explained that the hospital platform supports backfilling, whereas the family-sharing application requires a live internet connection at the time of readings and does not backfill, which may account for the discrepancy. The patient reported frequent hypoglycemia and described a severe nocturnal hypoglycemic event during the previous week at approximately 4:00 a.m., during which family members found the patient unresponsive and transported the patient to the hospital. The patient indicated an intent to review therapy with the hospital at an upcoming appointment. For reporting purposes, (B)(6) 2026, was added as the occurrence date, as the exact date of the event is not available. Not all information related to this medical event is currently available; a supplemental report will be provided when new details become available.